Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-06915. It was reported during a permanent procedure after the scs ipg and lead were implanted, intraoperative testing revealed high impedance for all contact. Reprogramming did not resolve the issue. The physician also replaced the ipg, but it did not resolve the issue. X-rays were taken and did not reveal any anomalies. The physician replaced the scs lead and the issue was resolved.